Manufacturer narrative:
Continuation of medical devices: product ID 977c265, serial# (B)(4), product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that there were unexplained high impedances during the patient¿s implant procedure. No cause or contributing factors were noted. The rep indicated that several attempts were made to run impedances, but the physician requested a new lead. After the new lead was used, the impedances were fine and the issue was resolved. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) concluded that device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.